Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that her onetouch verioiq meter displayed an error message ¿error 4¿. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began in the evening of (B)(6) 2016 (exact time not specified). It is unknown what medications, if any, the patient usually takes to manage her diabetes although she denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient stated that she experienced symptoms of bruised fingers and unspecified amount of time after the alleged issue began and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed that it was the patient¿s first use of the product, the patient¿s testing technique was correct and the test strips had been stored correctly and within expiry. The csr was unable to resolve the issue. Return of the subject device was requested for investigation and replacement products have been sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.